Event description:
It was reported that a malfunction alarm occurred, identified as malf 0 with a fault ID of 0x217c. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to contact technical support again should the issue reappear, and the customer acknowledged and understood these instructions.